Event description:
Complainant alleged that during a routine shift check b a clinician, the device displayed "pacer fault 116" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.